Event description:
In 2007, a surgeon was performing a unicondylar knee replacement with the haptic guidance system (hgs). After completion of the tibial bone cut, it was visually apparent that the burr was disengaged from the burr motor since the burr was able to be removed by hand from the burr motor without unlocking the locking mechanism. The surgeon then visually inspected the tibial area and determined that his tibial cut was outside of his plan. The surgeon subsequently determined that the proper course of action was to convert to a standard total knee replacement (tkr). The trk was completed successfully.

Manufacturer narrative:
A root cause investigation was performed at co, and it was determine that the root cause was improper intraoperatively assembly of the burr into the burr motor of the 3rd party drill system used with the hgs. Corrective action has been implemented in accordance with co's CAPA procedure to address this issue. Service activity included replacing the burr motor at the hospital as well. Although it was determined that the root cause of the event was not related to the maxo device, but rather improper intraoperative assembly by the user of the burr into the burr motor of the 3rd party drill system while using the hgs, it was decided to submit a 30 day report in an abundance of caution. Subsequent surgeries with the same user involved with this issue and also with other users at other sites have been performed successfully to date. Evaluation summary: evaluation of this issue for root cause was performed as follows. A post-surgery review showed that the hgs was completely functional and has passed all system checks prior to and during use. A test was performed to determine the axial force required to disengage a burr from the burr motor of the 3rd party drill system. This force was compared to the force required to disengage a burr from a new burr motor. In this manner, we determined that the burr motor used during surgery was not damaged. A cutting challenge test was also performed using a new burr motor and burr, and a 40pcf sawbone block (the density of this block stimulates dense sclerotic bone). Worst-case bone cutting stimulated by dragging the burr across the sawbone block so that an axial force is applied in the direction that might disengage the burr. The burr was not disengaged from the burr motor as a result of this test. As such, the probability of a burr disengaged from a new burr motor during actual is considered low. Based on the results of this evaluation, the root cause was determined to be improper intraoperatively assembly of the burr to the burr motor by the user while using hgs.